Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: investigation revealed that there was visible moisture behind the display lens. The pump powered on to a blank display screen. The audible and vibratory alarms functioned properly. A leak test was performed and confirmed a cracked pump case at the case seal/top right corner of the pump. Further testing was not able to be performed. The pump was opened and there was of evidence of moisture contamination found throughout the inside of the pump and cover. The complaint of a power issue was not able to be investigated due to the damage and moisture ingress.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.